Event description:
It was reported that during an implant attempt, the physician attempted to place the right ventricular lead in a location where he could pace the bundle of his. The lead was repositioned multiple times, sometimes due to the fact that the physician was not happy with width of the pace complex and at other times because, the lead did not stay in place. After multiple repositions, the physician examined the lead and felt that there might be some tissue in the helix. Even though the helix would extend and retract the physician asked for a new lead. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the physician attempted to place the right ventricular lead in a location where he could pace the bundle of his. The lead was repositioned multiple times, sometimes due to the fact that the physician was not happy with width of the pace complex and at other times because the lead did not stay in place. After multiple repositions, the physician examined the lead and felt that there might be some tissue in the helix. Even though the helix would extend and retract the physician asked for a new lead. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.